Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The reports issue was confirmed and the collimator was replaced and all errors cleared. A system checkout was performed and the system is working as intended. The collimator was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue could not be confirmed. The collimator was tested using collimator tester. Bench test passed, homing and burn-in test passed. The x and y motors were grinding. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system had a collimator initializing error when booting up the system before the procedure. The site tried doing multiple restarts but that did not fix the issue. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Correction made returned collimator: the collimator was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could be confirmed. The collimator was tested using collimator tester. Bench test passed, homing and burn-in test passed. The x and y motors were grinding. A mechanical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system had a collimator initializing error when booting up the system before the procedure. The site tried doing multiple restarts but that did not fix the issue. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.